Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display or missing segments or partial display was noted. The insulin pump alarmed during the occlusion test due to a faulty force sensor resistor. The functional testing could not be completed due to the alarm. No unexpected off no power, weak battery, bad battery, low battery, battery out limit, failed battery test or reset error alarms were noted. The motor passed the motor test. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer's father reported via telephone call that the insulin pump alarmed for a weak battery, failed battery, and a reset error after inserting a battery when the insulin pump had not been used for a month. He did not recall the blood glucose reading. The caller was advised that the unexpected restart was normal insulin pump behavior. However, the insulin pump also had a partial display, went completely blank, and then came back on, during troubleshooting. He was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. He was advised that the insulin pump would be replaced and agreed to return the product for analysis.